Event description:
Pantoprazole sodium for injection vial was in the process of being connected to the addease binary connector. The addease was being pushed straight onto the container, but the addease did not securely latch into place. Instead, the plunger from the pantoprazole vial fell into the vial with the powder drug. This problem occurred with three of the products.